Event description:
User experiencing discrepant troponin t results when comparing 2 lots of reagent. The following examples were provided, units of measure ng/ml: initial 0.023, repeat 0.021, repeat with new lot <0.010; initial 0.021, repeat 0.018, repeat with new lot <0.010; initial 0.036, repeat 0.038, repeat with new lot 0.026; initial 0.036 repeat 0.038, repeat with new lot 0.026; initial 0.117, repeat 0.122, repeat with new lot 0.110; initial 0.030, repeat 0.031, repeat with new lot 0.018. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.